Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received a scs system including a paddle lead on (B)(6) 2011. It was reported that the stimulation was alright postoperative, but was not covering all of the patient's pain areas. Over time, the coverage had allegedly gotten worse. The patient felt stimulation in most of the right areas but was not getting any posterior coverage. Two sjm representatives have reprogrammed the patient multiple times, but they did not resolve the issue. The representative is going to discuss options with the doctor and patient. No further information is available at this time.